Event description:
It was reported that the user entered two dinner meal announcements, experienced a subsequent low glucose episode, and was advised on appropriate treatment and to avoid double announcing meals in the future. Symptoms included hypoglycemia followed by stabilization, with a fingerstick of 117 mg/dl and later a sensor value of 172 mg/dl with the user feeling well. Outcomes included at-home treatment with oral fast-acting carbohydrates and no need for emergency care or hospitalization. Investigation included review of user-reported history and troubleshooting and education on correct meal announcement practices. Investigation of this case revealed use error related to incorrect meal entry that likely contributed to the low glucose event. It was concluded that the device functioned as designed and that user counseling addressed the issue.